Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate with multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin. The customer declined to reload the cartridge. There was no impact to the customer's blood glucose level.